Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. Additional information: d10, h6. Additional h3 investigation summary: an opened folder with a re-parked needle/suture piece of product code w2881 were received for evaluation. The product code is single armed. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected and the suture present stress and damage on the surface and suture end caused by use. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. No additional information was provided.